Event description:
It was reported that the patient was presented to the clinic with palpitations. The pulse generator exhibited backup vvi mode. The patient was undergoing radiation treatment. After a software download, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.